Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device starts in service mode and a auto test failure. There was no reported patient involvement.

Event description:
It was reported to philips that the device starts in service mode and shows an autotest failure message. There was no reported patient involvement. One processor pca was returned for failure analysis. The reported problem was verified during lab tests. The som pca was found to be defective.